Manufacturer narrative:
Result: there was no visible damage to the exterior of the detachment handles. Both detachment handles were tested for pull and throw force using the production test fixture. Both detachment handles actuated correctly and passed for both throw distance and pull force. The handles are functional. Conclusion: the complaint has been evaluated. The complaint indicated that the physician was unable to detach coils using the detachment handle. The physician used a second newly opened detachment handle and still could not detach the coils. The coils were detached manually. The complaint also noted tortuous patient anatomy. Evaluation of the returned devices revealed no evidence of a device malfunction. Both detachment handles operated according the specifications and no defects were noted. Based on the description of the event and the investigation of the returned devices, it appears that the coil detachment issue was related to the tortuous patient anatomy noted in the complaint and not a device malfunction. In tortuous anatomy, excesses friction may build up inside the coil pusher assembly, which may lead to difficulty detaching with the detachment handle as the detachment mechanism may not be able to overcome the friction. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00665.

Event description:
The patient was undergoing a coil embolization procedure using two penumbra coil detachment handles and two px slim delivery microcatheters. The physician was unable to detach the coils using either of the two detachment handles. The coils were successfully detached by pulling the pet-locks with the detachment handles, and then pulling the inner wires by breaking the pusher wires. Physician's commented: I could not perform proper operations of detachment because of the tortuous anatomy and the detachment handles.